Event description:
Oracle (B)(4): it was reported that the pump double beeped "no cassette attached" (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported issue is unknown however, fluid ingression was found on the downstream occlusion sensor which likely caused the reported double beep. Recommended that the downstream occlusion sensor be replaced. The product is beyond 5 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: all of these issues happened during testing and the date of the event is unknown.